Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592 implantable pacing lead: (B)(6) 2002. (B)(4).

Event description:
It was reported that there were indecipherable dual electrograms (egm) found on the implantable pulse generator (ipg) and that the ventricular egm ¿went flat¿ during high atrial output testing. The device remains in use. No patient complications have been reported as a result of this event.